Event description:
Device 2 of 5: reference MFR. Report number: 3006705815-2019-00953; reference MFR. Report number: 1627487-2019-03381; reference MFR. Report number: 1627487-2019-03382; reference MFR. Report number: 1627487-2019-03383. It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein the entire system was explanted.